Manufacturer narrative:
Reliability analysis inspected one opened sensor and performed a visual inspection and found the tip of cannula compressed, the insertion needle failed due to the needle being bent. Unable to confirm if customer received sensor damage due to customer returning the product opened and used

Event description:
It was reported by the customer that the needle hub had detached from their sensor. Advised customer the needle should retract when taken off the sensor base. Customer's blood glucose level was 73 mg/dl at time of reporting. Nothing further reported.